Event description:
The patient reported that she was hospitalized because of a tumor in her throat. The patient reported that the relationship to vns therapy was unknown. The patient's neurologist indicated that he was unaware that the patient had a tumor. No further relevant information has been received to date.